Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was reported that a patient with a 25mm 3000tfx pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of 14 years, four (4) months due to severe symptomatic stenosis. The tavr was performed with a 26mm 9750tfx transcatheter valve. The patient was discharged on pod #1. The heart team did not believe that the surgical valve failed prematurely. The device met its expected longevity.

Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation, as it remains implanted in the patient. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3000tfx pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of 14 years, four (4) months due to severe symptomatic stenosis. The tavr was performed with a 26mm 9750tfx transcatheter valve. The patient was discharged on pod #1.